Event description:
The hosp reported that during an endoscopic sapheneous vein harvesting procedure, the conical tip detached from the unit. The piece was retrieved from the pt and the procedure was completed with a replacement unit. No additional pt complications were reported.